Event description:
It was reported that the battery of this cardiac resynchronization therapy pacemaker (crt-p) was suspected to be depleting prematurely. A request was made to have data from this device analyzed, however analysis is not yet available at this time. This investigation will be updated when further information is provided. No adverse patient effects were reported. Data analysis was subsequently completed and found this crt-p to have normal battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that device analysis was completed. Data analysis found this crt-p to have normal battery depletion. No adverse patient effects were reported. Boston scientific no longer considers this to be a reportable event.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed, however analysis is not yet available at this time. This investigation will be updated when further information is provided. No adverse patient effects were reported.